Event description:
The device was used for routine ECG monitoring using a 4 wire pt cable. The device is configurated to display leads ii, I and iii simultaneously. The customer complained that the device intermittently failed to display the pt's ECG and also displayed excessive ECG artifact in leads ii, I and iii. There were no adverse effects to the pt reported as a result of the alleged problem.